Event description:
It was reported that 11 days after implant the pt experienced chest pain and contracted pneumonia along with staph epidermidis bacteremia. The pt was admitted to the hosp for five days in which time he received several diagnostic tests and medications including: cardiac monitoring, serial EKG, cardiac enzyme monitoring, echocardiogram, chest x-ray, rehydration, blood culture, pneumococcal vaccine, and observation. Antibiotics included: levofloxacin, gentamycin, cefazolin, and vancomycin. No further info was reported after the pt was discharged.

Manufacturer narrative:
Bacteremia.